Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-may-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that fixation with a suture button implant device was not successfully achieved, as the suture cut through the soft tissue due to high stress associated with the patient¿s elevated bmi. The healthcare provider confirmed that the fixation failure was not trauma related. A revision procedure involving partial meniscectomy was performed to address the fixation failure. The healthcare provider assessed the event as probably not related to the device.